Manufacturer narrative:
This record is being filed in an abundance of caution due to the alleged injury during the use of this device. The facility has a documented training and education plan that is completed before the end user can operate the chair alone. The end user didn't follow instruction and drove without supervision while still in training. The invacare representative who was involved the initial training session stated there was no defect or malfunction with the device at the times she was present. The alleged incident was investigated by health and human resources who also concluded there was no malfunction with the chair. No return has been processed, as the chair is in good working order. The facility therapists will continue to work with the end user to train on how to safely operate the chair.

Event description:
The patient was being fitted and trained on how to use a tdxsp2 with a head array driving control. After the first training session, the patient was told he was not yet allowed to drive the chair on his own. He was only to drive the chair if the therapist was present. After attending an activity, the patient told the staff he could drive to his room. The staff instructed him not to drive the chair. He attempted to drive to his room anyways and hit his leg on the doorway. Unaware that his leg was caught, he continued to drive breaking his leg.